Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and confirmed the customer's reported issue and observed the error in the log files. The x1 transducer readings were unstable, and to correct the issue the stm replaced the shuttle transducer. The stm then performed all calibration, functional and safety tests which passed per factory specifications and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that before use on a patient, the cs300 intra-aortic balloon pump (iabp) generated an "electrical test fails code #53" message. There was no patient involvement and no adverse event was reported.